Manufacturer narrative:
Photos provided show approximately 15% of the liner rim has fractured off. The DHR reviewed was found conforming to specifications at the time of MFR. Primary operative notes were reviewed and was a revision procedure due to instability. The previous acetabular shell was left in place, but the liner was swapped to the 50mm od 36mm ID. This od/ID combination has the thinnest cross section available in the neutral liner w/36mm head. The surgeon stated that he felt that add'l offset from the acetabular head would be beneficial to address the patient's instability. It is stated that a nonunion of the trochanter and some subtle muscular disadvantage may be playing a role w/the instability. Follow-up visit notes state that the patient experienced two dislocations which were treated w/closed reductions; it is possible that these reductions caused damage to the liner. The per states that patient compliance was questioned. The devices are compatible. No add'l complaints have been rec'd from the MFR'g lot. W/the info provided, the patient's history of instability may be related to the nonunion of the trochanteric fracture as well as the stated muscular disadvantage. The liner fracture may have been caused by the two dislocations and closed reductions, however, a definitive root cause cannot be stated w/certainty.

Event description:
It is reported that a patient had multiple dislocations leading to liner fracture.